Event description:
Marked bleed/incipient rupture. A 54 yr old wg2p2 female status post bilateral subglandular inframammary mcghan gels (right 260, left 235) for augmentation 4/21/44. History of prior right benign biopsies-these were exchanged 6/30/78 for different right dow corning 270 left heyer shulte 255. Pt complaining of firmness right greater than left with history of closed capsulotomy 10 yrs ago. Right softening recently. Positive systemic arthralgias/myalgias, sleep disturbances, hot flashes, neurocognitive problems, sicca, hair loss, chest pain gi/gu problems. Otherwise healthy non smoker exam positive bilateral iii contracture irregular periphery, on right & left mammogram. In 1993 positive for small extravasation on right. Calcium deposits bilateral. Surgery 9/24/93 positive bilateral marked bleed, clouding/yellow contracted capsule, heavy calcium deposits right greater than left. Weight right 260 left 220 no histio.